Event description:
It was reported by the distributor that "on the initial follow-up examination of the pt by the doctor, following a c-section, it was noted that the skin had not been correctly aligned at the wound edges. There were small areas where the healing had not occurred. These were closed with steri-strips and healed without problems. There was no pt injury reported.